Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the poor flow of medication through the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the ext set .2 mf low sorb was clogged/blocked/occluded. The following information was provided by the initial reporter: we have had a few reports now of nurses not being able to run amiodarone through these filters. I do not have any product or packaging to send as none was saved thus far. The nurses are instructed, should they encounter this again, to save the tubing and packaging. I don¿t have any packaging, only pictures that were sent to me, so if the lot number isn¿t the one under the barcode than I don¿t have one for you unfortunately. Can you provide a date for the incident reported? (B)(6) 2020.